Event description:
Dis tributor called for assiatance checking the results as displayed in the device. After phone trouble-shooting it was discovered that the device's display was not showing the left side digit for the test results.the device was replaced and the defective one returned for investigation.